Manufacturer narrative:
In response to FDA report number mw5083104. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "double bubble, had same implant placed back in during revision, pain, back and neck pain, joint pain, implant was dark black when removed and rashes on breast, armpits and underarms". Patient also reported fatigue, weight gain, migraines, fungal infections, aspergillus, swollen glands, very allergic to mold or fungus, liver and lung cyst". This record is for the left side. Device has been explanted.